Manufacturer narrative:
This report is filed on january 18, 2019. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an mrsa infection at implant site resulting in the decision to explant the device. The patient was placed under general anesthesia on (B)(6) 2018 to explant the device. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.